Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead was feeling symptomatic and presented to clinic. Rv loss of capture was noted upon device interrogation. Outputs were increased and a chest x-ray was ordered. An invasive procedure was performed approximately a week later. The lead was surgically abandoned and replaced with another manufacturer's lead. No additional adverse patient effects were reported.